Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had replace battery alert. Customer¿s blood glucose value at the time of incident was 298 mg/dl. Customer stated that second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).